Manufacturer narrative:
Batch review performed on 02 july 2021: lot 2010142: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 1 month and a half after primary. The surgery was completed successfully.